Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / pt contacted lfs on (B) (6) 2010 alleging that her one touch ultralink meter does not power on. The pt mentioned that the she first noticed the power issue on (B) (6) 2010 at around 10:00 pm. The pt mentioned that the following day at 10:00 am, the pt exhibited symptoms of feeling nauseated and had frequent urination. The pt then tested on another device and obtained a 473 mg/dl and then self-treated herself with insulin. The pt did not seek any further medical attention or contact her physician for assistance. This is not the first time the product was being used. The meter did not power on by pressing the power button. The battery did not need to be replaced and the pt was using the correct vial of test strip. Customer care advocate (cca) was able to resolve the issue over the phone. The product was replaced. The complaint is being reported since the pt alleged that since she was unable to test her blood glucose, she developed symptoms suggestive of a serious injury and had to self-treat with insulin.